Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had insulation damage as seen on x-ray. Real-time measurements were in range.